Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was found to have thermal damage to the cut electrode at the distal end.

Event description:
It was reported that during a da vinci assisted surgical procedure, the synchroseal instrument suddenly stopped delivering energy. The light in the e-100 generator turned off and it was not able to communicate with the instrument again. The procedure was completed with no reported injury.